Event description:
Customer reported her insulin pump is not turning on after two battery changes. The device was alarming low battery. Customer's blood glucose was 399 mg/dl. Customer tried replacing the battery cap with an older battery cap, but the issue persists. She cleaned the contacts with alcohol, but the display did not return. Customer has an old spare insulin pump for a back up. She declined troubleshooting for high blood glucose and just wanted the device replaced. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).